Event description:
From the medwatch report submitted by the facility: "during a cardiac catheterization via transthoracic approach and balloon dilatation of the pts' stent in the interatrial septum using a 12mm x 2cm balloon, the balloon burst. Prior to the balloon burst, a 4 french straight catheter with a 0.035 nimble wire were crossed through the lumen of the stent. Through the catheter, a 0.014 grand slam wire was placed in the left atrium. Over this wire, a 12mm x 2cm tyshak ii balloon was advanced to the stent. The stent was inflated multiple times with an increase in the diameter of the initial waist to approximately 8 or 9mm. During the last inflation, the balloon burst at an inflation pressure of 3 atmospheres. The broken balloon was removed with some difficulty. The pt developed a right hemothorax; a pigtail catheter was placed and 40 ml of blood was drained. Pt was stable and returned to the ccu in good condition".

Manufacturer narrative:
This catheter was being used off-label for stent re-dilation. The catheter from inventory was pulled and tested for rbp. The labeled rbp for this catheter is 3.5 atm. The sample catheter tested did not burst until 6 atm.